Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/01/2010, 04/06/2010, 04/20/2010, and 04/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. The consumer stated that he now needs three pairs of glasses: reading, computer, and a multifocal pair for driving. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.